Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders and dbs therapy indications. It was reported since the patient got a second dbs implant they were not doing well. The patient stated they were off balance, and they were falling a lot. The patient spoke to a nurse at the hospital and they told them to turn it down as they may be overstimulated, which by overstimulated, they meant to balance their imbalance on each side of their body. The patient was not sure if their condition has simply progressed or if there was something wrong since they had their second implant. No further complications were reported as a result of this event.

Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating steps were taken to resolve the reported issue including lowering the stimulation and taking less carbidopa. The patient stated they stopped going to see the physician they were previously seeing and that their symptoms were getting worse and they hadn't found a solution at the time of response.